Event description:
Technician alleged that the brake caster has movement while in brake mode. No patient impact.

Manufacturer narrative:
The technician adjusted the brake caster to resolve the issue.